Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave nav catheter was contaminated during catheter preparation, so it was replaced. The procedure was completed successfully with a new catheter. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.